Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve (B)(6), the physician had concerns about the hemodynamics with a hyperdynamic left ventricle (lv) and left ventricular outflow tract (lvot) obstruction. The valve was implanted successfully, however the physician decided to try a septal ablation approximately 45 minutes to an hour following the completion of the valve implant procedure. While engaging the left main coronary artery during the ablation, the team realized they could not achieve ablation and decided to stop intervening. Upon removing the wires and guide catheters, the team dislodged the valve as the catheter was pulled out through a strut. The catheter was removed by itself, not over a wire, and the valve subsequently dislodged into the ascending aorta. A replacement transcatheter valve (B)(6) was implanted successfully. The patient suffered a stroke. Further details regarding the stroke were not reported. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID: l-evolutfx-2329, product type: compression loading system (cls). Product ID: d-evolutfx-2329, product type: delivery catheter system (dcs). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name vlv evolutfx-26 product ID evolutfx-26 serial (B)(6) use by date 2025-07-23 UDI (B)(4). Updated data: b2. B5. E1. Prefix, first name, middle name, last name h1. H6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that per the physician, the cause of unstable hemodynamics was due to lvot obstruction, hyperdynamic left ventricle, and issues with a potential contrast allergy. Before the valve was implanted, the mean gradient was 45-55 millimeters of mercury (mmhg). After the valve was implanted, the mean gradient was 5-7 mmhg. Additionally, there was no concern of a left main occlusion. Ablation was not successful because the physician couldn¿t place the wire and guide catheter appropriately, and they were not sure if the ablation would help the patient¿s pressures, which were up and down following the implant of the valve. When the patient woke up from surgery, the stroke was confirmed via in person assessment, and the patient exhibited impaired memory and slowness of speech. 2 days following the procedure, the patient subsequently died. Per the physician, manipulation of the valve that was pulled out while attempting the septal ablation, and placing a new valve through the dislodged valve, caused the stroke. Additionally, it was reported that when trying to retract the catheter, moving the valve from its original annular position, also contributed to the stroke. Per the physician, the stroke was related to the valve. Patient related factors did not contribute to the stroke, and there was no treatment for the stroke.